Event description:
The customer reported that the charge button on the external paddles for the heartstart xl was not functioning. There is no indication of patient involvement.

Manufacturer narrative:
Pr#: (B)(4).